Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not aspirate the correct amount in position 3 and did not give an error message. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event. This report is beyond the 30-day reporting requirement. A review of files in 1/2000 indicated that this event was MDR reportable.